Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited error power lost, the reporter indicated changing the batteries did not resolve the power issue. No adverse patient effects were reported. No additional information is available at this time.